Event description:
An unknown button or switch issue was reported with the adc device. The reader turns off immediately after turning on and customer was unable to obtain readings. As a result, the customer experienced symptoms of "trembling heat" and a loss of consciousness. The customer was able to self-treat by "eating something" upon waking up. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section(s) updated as follows: b5 - describe event or problem- updated to include symptoms of "trembling heat." H6- health effect clinical code - updated to loss of consciousness and tremors from loss of consciousness.

Event description:
An unknown button or switch issue was reported with the adc device. The reader turns off immediately after turning on and customer was unable to obtain readings. As a result customer experienced the following symptoms: a loss of consciousness. The customer was able to self-treat by eating something upon waking up. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unknown button or switch issue was reported with the adc device. The reader turns off immediately after turning on and customer was unable to obtain readings. As a result customer experienced symptoms a loss of consciousness. The customer was able to self-treat by eating something upon waking up. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.